Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation also found that the water tightness was lost due to a crack on the scope cover, grip had a scratch, switch box had a scratch, suction cylinder had no color, plug unit had a scratch, scope connector cover unit had corrosion due to water leakage, connecting tube had a buckling, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope blue ring was cracked. The device was returned for evaluation. During the device evaluation, it was found that the plastic distal end cover and the bending section cover glue had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. Based on the results of the investigation, the events, ¿foreign material on the c-cover¿ and ¿foreign material on the glue of a-rubber¿, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from s-cover. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.